Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported device issue.  It was noted that the customer was using third party defibrillation electrodes during the event, but there is no clear link between the third party electrodes and the reported device issue.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.  The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device was unable to charge defibrillation energy.  The customer indicated that the device gave a "connect electrodes" message prior to the attempt to charge defibrillation energy.  The customer did not provide physio-control with any additional event information.  The outcome of the patient was not reported to physio-control.